Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the stapler was fired 8 times. On the 7th firing with a blue reload the surgeon reported that the stapler reload did not extend staples into the tissue. The case was completed with the surgeon over sewing the staple line where there were reported bubbles in the stomach inflation test. The surgeon was using buttressing material near the fundus of the stomach with the blue reload. This was the third firing with buttressing material. The 7th firing was the only reported firing that had a malformed staple line. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with six cartridges reloads fully fired and one cartridge partially fired 2/3. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed as intended.